Event description:
Iridex became aware of a complaint involving a potential conjunctival burn after a transcleral photocoagulation procedure using a micropulse p3 device. The doctor reported observing smoke coming from the tip of the device at the beginning of treatment. The doctor aborted the procedure after this observation. A conjunctival burn was suspected, however this was not confirmed. The IFU for the micropulse p3 probe provides instructions to the user to abort the procedure if smoke if absorbed. The user followed the instructions in this case. The most likely cause is that the laser was activated over blood or betadine during the initial treatment. These pigmented receptors can absorb energy and cause heat build-up that could cause an injury in the form of a burn. The IFU also provides instructions to the user to examine the tip of the device to make sure no blood or other contaminants are present. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation.